Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple alarms at home. A log file analysis was performed and found pump stops on (B)(6) 2020. The patient was instructed to use the ungrounded power cable at home and a driveline repair was scheduled.

Event description:
The patient experienced low flow and low speed alarms while connected to the mobile power unit (mpu). The patient changed to the backup controller which did not resolve the alarms while connected to the mpu. No alarms occurred on the backup controller while the patient was connected to batteries. Patient denied weight gain or loss and did not notice any specific movements that proceeded the alarms. Short to shield was suspected.

Manufacturer narrative:
Section a4: additional information. Section b1, b5, d10, h1, and h4: correction. Section d10 and h3: the pump remained in use supporting the patient, however, a portion of the external driveline was returned for evaluation. Manufacturer's investigation conclusion: incidental findings: although a specific cause for the abnormal pump operation observed in the submitted log files could not conclusively be determined through this evaluation, the log file data appeared consistent with a potential thrombus within the device. Review of the log files provided by the account confirmed the reported pump stops and low speed events while the patient was supported by the mobile power unit (mpu). Based on past experience with the heartmate ii lvas and similar complaints, these events may have been associated with device thrombosis. Approximately 17.25 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The driveline was disassembled, and microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromise were identified. The submitted system controller log files demonstrated multiple pump stops and low speed events, with power fluctuations of 0.0-25.5 w, on (B)(6)2020 between 10:48 pm and 11:02 pm while the system was connected to the mpu, resulting in low speed and low flow hazard alarms. Although a specific cause for this abnormal pump operation could not conclusively be determined through this evaluation, the log file data appeared consistent with a potential thrombus within the device. The patient remains ongoing on the device and no other product was returned for evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. In addition, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Tech services was onsite (B)(6) 2020 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient remained on an unground cable.